Event description:
Subsequent to the previous report filed, the following information was received: on (B)(6) 2019, the patient underwent a second mitraclip procedure to treat the recurrent mitral regurgitation (mr) with a grade of 3-4. The first clip remains stable on both leaflets. One additional clip was successfully implanted, reducing mr to 1+.there were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The additional therapy/non-surgical treatment and hospitalization were due to case circumstances, as the patient returned and one additional clip was successfully implanted, reducing mr to 1+. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the recurrent mitral regurgitation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
This is filed for recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a p2 flail. One mitraclip was implanted, successfully reducing mr to trace. The clip remained stable on both leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2019, at the 30-day follow-up, the patient was symptomatic. A transesophageal echocardiogram (tee) showed moderate to severe mr. On (B)(6) 2019, a repeat tee was done that noted moderate to severe mr. In one view, mr was present lateral to the clip with a p2 flail next to the clip. In a second view, 2 jets were present; one medial and one lateral to the clip. The clip remained fully attached and perpendicular to the valve. It was reported that the increase in mr is related to the clip. A possible second mitraclip intervention may be performed, however no treatment has been planned at this time. No additional information was provided.